Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No strange smell inside reservoir compartment or moisture damage inside reservoir compartment, electronic assembly or motor noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 465 mg/dl and a hospitalization. Blood glucose at the time of call was 289 mg/dl. Troubleshooting found that the pump had alarmed motor error. Troubleshooting also found that the drive support cap and basal settings were normal. Customer was advised that a tubing clamp would be shipped and to call back when received. Troubleshooting advised to change entire set, reservoir and insulin and treat per doctor's instruction.